Event description:
It was reported that during an off-label pulsed field ablation procedure to treat persistence atrial fibrillation, the guidewire became stuck in the farawave pulsed field ablation catheter. Eventually, the guidewire was able to be removed, and a new merit inqwire rosen j tip guidewire was used. The same issue reoccurred, and the catheter was replaced to resolve the issue. Additionally, the guidewire was reloaded into the catheter many times. The catheter was not deployed without a guidewire inserted. The procedure was completed and there were no patient complications. The catheter is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.